Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed, "cassette locked but not latched." It is unknown if there was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
B5: additional information received via email and attached 29-oct-2021: no patient incident. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, latch would lock but not latch. The latch lock flex cable was replaced during the repair process. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.